Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during priming, the home patient (hp) revealed that the night before he had switched out cassette, but used the same bags. The technical service representative (tsr) advised the hp to call for possible resolution when alarm occurs and to call nurse regarding using same bags over again and connecting to the hc machine. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, it was revealed that for that particular evening they were able to start over with new supplies, and everything went fine after that. The hp stated he had been continuing with therapy fine since the reported problem. No patient injury or medical intervention indicated. During further follow up with the nurse regarding the reported problem; it was revealed that they had recently spoken to the hp about this issue. The nurse stated they communicated with the hp about the error of using same supplies when starting over. The nurse stated the hp was being cautious with their supplies and they did that, the hp now understands not to do that. The nurse stated that the hp has been continuing therapy without further problems. No patient injury or medical intervention indicated.